Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ x-ten. The complaint concerns the suspension arms of surgical light. As getinge was informed, the paint peeling was observed. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on ssu technician statement, the device was returned to service after the repair, which had been handled by the customer himself. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling off in the lower part of the suspension tube and on the edge of the adapter, which contributed to the event. Provided information do not indicate if upon the event occurrence the device was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. According to the subject matter expert at the manufacturer, this paint chipping is probably due to a stagnation of aggressive disinfectant and/or detergent products. Furthermore, the junction between the main tube and the adapter is a retention zone, and all cleaning products must be wiped with a dry cloth. The fact that the paint chipping is only localised in this zone reinforces this hypothesis. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. X-ten user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. This product is considered very old and its replacement is already planned in 2022. Meanwhile, the damaged area must be grinded, cleaned up and spray painted. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights ¿ angenieux. The complaint concerns the suspension arms of surgical light. As getinge was informed, the paint peeling was observed in the lower part of the suspension tube and on the edge of the adapter. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event or problem, d1 brand name and complaint summary deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 22th november 2021 getinge became aware of an issue with one of surgical lights - xten. The complaint concerns the suspension arms of surgical light. As getinge was informed, the paint peeling was observed. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 22nd november, 2021 getinge became aware of an issue with one of surgical lights ¿ angenieux. The complaint concerns the suspension arms of surgical light. As getinge was informed, the paint peeling was observed in the lower part of the suspension tube and on the edge of the adapter. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Previous d1 brand name: xten. Corrected d1 brand name: angenieux. Previous complaint summary: getinge became aware of an issue with one of surgical lights ¿ x-ten. The complaint concerns the suspension arms of surgical light. As getinge was informed, the paint peeling was observed. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on ssu technician statement, the device was returned to service after the repair, which had been handled by the customer himself. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling off in the lower part of the suspension tube and on the edge of the adapter, which contributed to the event. Provided information do not indicate if upon the event occurrence the device was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. According to the subject matter expert at the manufacturer, this paint chipping is probably due to a stagnation of aggressive disinfectant and/or detergent products. Furthermore, the junction between the main tube and the adapter is a retention zone, and all cleaning products must be wiped with a dry cloth. The fact that the paint chipping is only localised in this zone reinforces this hypothesis. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. X-ten user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. This product is considered very old and its replacement is already planned in 2022. Meanwhile, the damaged area must be grinded, cleaned up and spray painted. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected complaint summary: getinge became aware of an issue with one of surgical lights ¿ angenieux. The complaint concerns the suspension arms of surgical light. As getinge was informed, the paint peeling was observed in the lower part of the suspension tube and on the edge of the adapter. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on ssu technician statement, the device was returned to service after the repair, which had been handled by the customer himself. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling off in the lower part of the suspension tube and on the edge of the adapter, which contributed to the event. Provided information do not indicate if upon the event occurrence the device was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. According to the subject matter expert at the manufacturer, this paint chipping is probably due to a stagnation of aggressive disinfectant and/or detergent products. Furthermore, the junction between the main tube and the adapter is a retention zone, and all cleaning products must be wiped with a dry cloth. The fact that the paint chipping is only localized in this zone reinforces this hypothesis. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. This product is considered very old and its replacement is already planned in 2022. Meanwhile, the damaged area must be grinded, cleaned up and spray painted. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - xten. The complaint concerns the suspension arms of surgical light. As getinge was informed, the paint peeling was observed. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.